Event description:
The customer reported that the system displayed problems with the image memory. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep restored the cables. The system operates as intended.